Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device continues to display the battery calibration recommended message after the battery was calibrated. There was no patient involvement reported.